Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's pacing leads was revised for an unknown reason one day post implant. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.